Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR. A pusher wire, introducer sheath and coil were returned for evaluation. The coil and pusher wire arms were interlocked inside the introducer sheath. The distal end of the coil was found protruding from the tip of the introducer. The twist lock had been opened. The coil was returned stretched near the interlocking arm. Under microscopic inspection, it was observed that the zap tip has a smooth surface and the interlocking arm had no anomalies. The zap tip has a smooth surface and there was dried blood present on the interlocking arm. The number of fiber bundles were below the assigned specification. All other dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "in order to achieve excellent performance of the interlock fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between the microcatheter and guiding catheter, and the microcatheter and any intraluminal device." (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that the coil detached prematurely and became stretched. The target lesion was located in the moderately tortuous and mildly calcified left internal iliac artery. A 2/4mm x 4.1cm interlock was selected for use. During the procedure, 8 pieces of interlock were used without issues; however, the interlocking arm of this device failed to detach from the interlocking arm of the pusher wire. Furthermore, when the coil was retrieved. It was noted that the coil became stretched. The device was removed from the patient's body as a unit and no remnants were left inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that fiber bundles were missing.